Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty appears to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. One suture was successfully pre-placed. Reportedly, with the second device, the suture did not capture the vessel wall and came out of the anatomy. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to greater than 8.5f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.